Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of dent on distal end and deep cut on cable is traced to component failure due to stress. The most probable cause of stain under cover glass could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited deep cut on light guide cable, dent on distal end objective frame and minor stain under cover glass. There was no patient involvement.